Event description:
It was reported that during a cataract removal on (B)(6) 2012, a capsular tension ring along with an intraocular lens (iol) was placed in the patient''s optic. It was stated that there was an issue centering the lens due to increased zonule dehiscence. In addition it was stated the the incision was enlarged to fit the keratome. The intraocular lens (iol) was removed and the patient was sent home aphakic. The patient was reported to have returned on (B)(6) 2012 for implantation of an anterior chamber lens. An incision enlargement was made to place the anterior chamber lens. No additional information was provided.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer for a visual investigation. The returned lens was inspected at 10x microscope magnification. The lens had surface residuals adhered to both side of optic body compatible with handling lens in an unsterile environment. The lens was received with several cuts in the edge and one of the haptics inside the drill hole was damaged. The sample's condition may be related to the explant process. Conclusion: no manufacturing related issue for centering iol claimed by the reporter was identified in the damaged sample that was returned. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.